Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00540, 2134265-2017-00541 and 2134265-2017-00542. It was reported that the patient died. The target lesion was located in the left anterior descending (lad) artery. After a 2.5 x 38 synergy¿ stent and a 2.25 x 16 synergy¿ stent were implanted to the target lesion, a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to post dilate the implanted stents. Post dilation was performed nine times, the length of the stent were post dilated up and down. However, upon the ninth inflation at 30 atmospheres after 26 seconds, the balloon ruptured. The balloon catheter was removed and a 8mm x 2.50mm nc quantum apex¿ balloon catheter was advanced but failed to cross the lesion. A 2.5 x 15 nc quantum apex balloon catheter was advanced but also failed to cross, and they tried a 2.5 x 20 apex balloon catheter but still failed to cross the lesion. The physician asked to check the balloons and it was noted that the previously ruptured 12mm x 2.50mm nc quantum apex¿ balloon catheter was torn off when it ruptured and some of the material was missing, the physician felt it got hung up on a stent and was torn off. The patient went to surgery for a single bypass of the lad. The surgery went well and the patient was moved to the intensive care unit (ICU) where the patient did well. However, in the middle of the night the patient died.